Manufacturer narrative:
D4: UDI corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On (B)(6) 2024 at 12:22:00, a no external power alarm activated while the controller was connected to the mpu consistent with a loss of ac power. The alarm resolved before the next event recorded at 12:28:09. The backup battery supported the system as intended and there was no interruption to pump function. There were no other notable events recorded in the log file. Attempts were made to obtain event information, but, to date, no response has been received and no further attempts will be made. The root cause for the loss of ac power was unable to be determined through this investigation. The device history records could not be reviewed because the serial number of the mpu is unknown. The heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. The heartmate ii patient handbook section 3 - ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient information provided. The PMA# provided is associated with most recent approval. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was to start radiation treatment. The radiation team wanted the patient's devices checked pre and post the treatment to verify that there were no issues with the device after treatment. The log file captured power cable disconnect, lowe power hazard, and no external power event on (B)(6) 2024 that was caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the event. The alarms resolved upon reconnection of the mpu power. The log files did not contain any data post the radiation treatment. The last log file timestamp was on (B)(6) 2024 at 0935.